Event description:
It was reported that the customer was hospitalized with hyperglycemia. Blood sugars had been high for the last four days leading to the incident. Customer was in the process of changing the infusion set and the pump alarmed "failed batt test". Recommended that the customer use a new set of energizer batteries.